Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had programmed to stop working when it was out of warranty and got no delivery alarm while blousing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was reporting a past event. Customer reported event was resolved by changing complete set. Customer also experienced high blood glucose and blood glucose level was 22.5 mmol/l. Customer stated that last time she did experience no delivery alarm but the reason we sent her a cot was that she got motor error alarm. The device will not be returned for analysis.